Event description:
The pump was programmed to deliver normal saline with a volume to be infused (vtbi) of 275ml for a duration 2 hours. After an unspecified length of time, the pump alarmed for occlusion. The nurse noted a kink in the extension set. The kink was removed, the catheter was flushed and the therapy was resumeed. At an unspecified time, the pump alarmed for "volume completed". The nurse disconnected the tubing set from the patient and noted that the tubing set was "ballooned out from the patient to the pump about 1 inch in diameter." The display indicated that 275ml had been delivered, reportedly only 50ml was gone from the container. The nurse informed the physician. No additional fluids were ordered. The pump was removed from clinical service.